Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: device analysis found that the device and both electrodes (green and red/white) were returned in a small plastic sleeve. There was no damage noted in the construction of the returned device. There were traces of contamination observed on a blue band and clear tape wrapped around the tube covering clear shrink band. The continuity check was performed and electrically, the resistance of each lead shall be between 1.7 ohms and 3.7 ohms and actual measurements were red (3.6 ohms), red with clear tube (3.4 ohms), blue (3.5 ohms), and blue with clear tube (3.3 ohms), all electrodes within specification. Functionally, the device was connected to the nim system while exposed electrode wires were submerged in a saline solution for functional test. The electrode check passed and there was no excess noise recorded during the functional test. There was no reading issue observed during the analysis of the returned device. The complaint was not confirmed, no out of specification condition was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroid cancer surgery, the endotracheal tube was already connected, but there was no signal from the monitor, and there was no response when the endotracheal tube was adjusted. The signal could only be obtained by replacing the endotracheal tube. Used short-acting muscle relaxant at 1 time ed95 for 40 minutes before starting monitoring. There was no patient impact.